Manufacturer narrative:
Device evaluation of charger (B)(4) and battery packs (B)(4) has been completed. The reported problem (battery stuck / odor / won't power monitor) was confirmed. As received, there was contamination on the charger battery board and the q1, u13, and d2 components were shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. The contamination in the charger. Induced an f1 fuse failure in the (B)(4) battery pack and melted the connector when the (B)(4) battery pack was inserted. No adverse event resulted from the defective charger and battery packs.

Event description:
A us distributor returned a charger and battery packs indicating that a battery was stuck in the charger and that the charger was emitting an odor. The distributor also reported that the battery packs would not power a monitor.